Event description:
This complaint, (B)(4) , is related to (B)(4) captures the three (3) ips for intraoperative event. (B)(4) captures the five (5) ips for post-operative procedure due to the patient suffering a stress riser fracture due to a fall. The fracture was just distal to the plate and removal was necessary to put a nail in.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown locking screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 a patient underwent a hip surgery procedure to remove the femoral neck system (fns). While removing the fns, the titanium locking screws were cold welded to the side plate. The removal was very difficult and after trying multiple removal techniques, the screw head was cut off. The issue arose when the screw recess stripped. There was a surgical delay of 180 minutes. The procedure was successfully completed. Patient status is unknown. Concomitant devices: unk - nail head elements: fns bolt (part# unknown, lot# unknown, quantity# 1), unk - nail head elements: fns antirotation (part# unknown, lot# unknown, quantity# 1). This report is for 1 unknown locking screw. This is report 2 of 3 for (B)(4).